Manufacturer narrative:
(B)(4). Other device used: catalog #unk, versys fitmore stem, lot #unk - manufactured by zimmer (B)(4) remains implanted.

Event description:
It is reported a patient was revised due to pain. The surgeon noted corrosion at the head neck junction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record found that {ncr573338 was issued for indications in p1 area; however the device was reworked per standard manufacturing process and accepted}, which will not affect the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00630506236 ¿ xlpe liner ¿ 61320621; 00620206222 ¿ shell ¿ 81729025; 00786201500 ¿ versys taper - 62107782. Reportable event was confirmed by review of medical records noting necrosis, pain and elevated metal ion levels. During the surgery, corrosion is noted on the head and taper components. The head and liner were removed and replaced. Additional information does not affect the previously investigated results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to pain and elevated metal ion levels. During the surgery, tissue damage and corrosion were noted at the head-neck junction. The head and liner were removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
(B)(6) 2012. Further information on related stem has been received: catalog #00786201500 versys fitmore stem, lot #62107782 this report will be amended when the investigation is complete.